Manufacturer narrative:
Additional information for this case was received and the report was updated. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a revitan, distal part, straight, uncemented, 18/200 hip stem on the right side on (B)(6) 2011 and the patient underwent revision surgery in (B)(6) 2017 due to metallosis and implant fracture.

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a revitan distal hip stem on the right side on an unknown date and the patient underwent revision surgery in (B)(6) 2017 due to metallosis and implant fracture.

Manufacturer narrative:
Additional information for this case was received and the report was updated. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted a revitan, distal part, straight, uncemented, 18/200 hip stem on the right side on (B)(6), 2011 and the patient underwent revision surgery on (B)(6), 2017 due to metallosis and disconnection of the proximal and distal part.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: loosening / tipping / metallosis. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No product was returned to zimmer biomet for in-depth analysis. According to the information received, the device is not available for zimmer biomet for investigation. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: according to the available information, the revitan prosthesis was revised after approximately 7 years in vivo due to loosening of the conical connection between the distal and proximal part. On the available x-ray it can be observed that on the lateral side of the proximal part of the stem there is a gap visible between the bone and the prosthesis, probably due to its medial tipping. Additionally, there is a radiolucent area visible on the medial side of the stem. The area is extended over the complete proximal part and proximal region of the distal stem part and another possible radiolucent area is visible on the lateral side of the distal stem part. The slice of a CT scan of the right hip dated (B)(6) 2017 clearly show a medial tipping of the proximal part of the revitan stem. Compared to the x-ray dated (B)(6) 2016 the medial tipping as well as the radiolucent area visible on the medial side of the stem has increased. However, there is no entire x-ray follow-up with different projection angles available that would allow evaluating the bone situation around the revitan stem and possible changes over time in vivo. The device was not returned to zimmer biomet for the investigation and based only on the received information, a possible cause for implant loosening cannot be determined. However, it can be assumed that the taper connection between the connection pin and the proximal part of the revitan prosthesis became loose at some point in time. Afterwards, the proximal part was able to move on the connection pin. The connection pin¿s repetitive contact with the proximal part after the loosening led to wear on the inner diameter of the proximal part and the worn thread on the nut. As a consequence of the wear, the proximal part was able to tip medially and the metal debris released to the tissues causing the reported metallosis. It can be hypothesized that the stem probably had a sub-optimal proximal bone support as suggested by the radiolucent areas around the stem. This may have contributed to the sequence of events finally resulting in the reported events. It is unknown to which extent this factor had an influence on the sequence of events and if there were other influencing factors not mentioned above. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. (B)(4).